Event description:
An article was received which studied the results of patients implanted with the vns therapy system. The study reported that one of the patients suffered from a hardware malfunction which led to the device being replaced. It was unclear the type of malfunction that occurred. No additional relevant information has been received to date.